Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a shortcut of the circuit board unit, the e218 (scope malfunction error) occurred, and e216(scope communication error) occurred due to a shortcut of the charged couple device unit. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an image noise occurs and the image cannot be seen, e218 (scope malfunction error) occurs, e216(scope communication error) occurs, and the distal end cover has foreign objects. There was no patient involvement.